Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two event where tubing was disconnected from cartridge (B)(6) 2024. Infusion sets were used for 24 hours. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.